Event description:
"It was reported by sebastian et al in a publication entitled ¿bmp-2 dose response curves for interbody fusions: low doses of bmp-2 achieve high fusion rates¿ (8th annual lumbar spine research society (lsrs) meeting (B)(6) 2015) that thirty-five patients who underwent direct lateral interbody fusions (dlif) or a combination of dlif and alif at 144 levels were retrospectively reviewed. Fusion across levels was graded by 3 independent surgeons using a novel computed tomography (CT) based grading system (fusion grades 0-3). The bmp dose used at each level was recorded from or and supply chain records. Correlation between bmp dose and fusion grade was measured. Results: the average patient radiographic follow-up was 12.24 months. The overall fusion (grade 2, 3) rate (full bridging consolidation) was 91.7% (132/144 levels). Non-union, suspected non-union or incomplete union (grade 0-1) rate was 8.3% (12/144 levels). Patients were further classified into 3 groups. The first group received 1-2mg bmp-2 per level, the second group 2-3mg and the third group greater than 3mg. The average fusion grades were 2.75 for group 1, 2.65 for group 2 and 2.83 for group 3. The average fusion grade was not statistically different between the groups."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.